Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during implant procedure of the leadless implantable pulse generator (ipg), high thresholds was observed. Leadless ipg was never implanted. No patient complications have been reported as a result of this event.